Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient had four hours of atrial episodes on a singe day at inclince interrogation however, information received per interrogation report had no stored episodes and no atrial fibrillation (af) electrogram (egm) stored. The ipg remains in use. No patient complications have been reported as a result of this event.